Event description:
It was reported that during an endometrial ablation procedure, an over temperature error was received one minute into the treatment. The catheter was removed and replaced. A second catheter was pulled and pressure fluctuated from 140mmhg to 200mmhg. The catheter was removed and replaced. The treatment was attempted with the a third catheter and an error code of 6507 was received seconds after the treatment began. The co rep discovered that the clinician was not using 100% d5w. The proper fluid was obtained and the case was completed with the fourth catheter. The procedure was extended by 45 minutes and the pt was under general anesthesia.